Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon complained that the 11 mm sleeve leaked, during use of instruments, and when there were no instruments within the cannula. The leak of co2 prolonged the procedure and caused inconvenience. The surgeon had to replace the sleeve in order to continue the operation. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Leak test. Evaluation summary: the analysis results found that the trocar sleeve was returned with dried body fluids and in good visual condition, the instrument was functionally leak tested and failed. A corrective action has been initiated to address the leak test failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted.